Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer reported that they evaluated the device and tested it to vyaire technical support's recommendations and could not duplicate an error. The customer reported that they will be placing the device back into service. The device is not available for further evaluation at this time so no root cause investigation can be performed.

Event description:
The customer reported that while using the avea ventilator, it is alarming "vent inop" while on a patient. The ventilator was changed for another ventilator and there was no patient harm or injury.